Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument wire had sparks. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The procedure was completed robotically with the same da vinci system and with a backup instrument. The instrument arced from the conductor wire when the surgeon was cauterizing. The instrument was connected properly. Erbe integrated electrosurgical unit (iesu) was used. Bipolar energy was activated, but the settings were not known. No other instrument was used when arcing event occurred. The instrument tip was not in contact with tissue when arcing event occurred. The instrument did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient due to arcing event. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h11 for follow-up information.